Manufacturer narrative:
Field complaint of premature discharge of battery was confirmed. The device was received operating at eol level and battery voltage recovered during analysis due to device being without load after explant. Analysis of device image noted high current during implant period, consistent with increased duty cycle of the internal circuitry caused by the firmware. High current could not be reproduced during analysis. Further analysis performed exhibited normal device characteristics without any anomalies.

Event description:
It was reported that the asymptomatic patient presented for in clinic follow up. Interrogation revealed that the elective replacement indicator (eri) was exhibited by pulse generator. Premature battery depletion was suspected. The device was explanted and replaced. The patient was in stable condition.